Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an af ablation procedure, all the ic (intracardial) recordings/ signals are covered by high frequency baseline noise. The noise occurred on all the 12-lead ecgs and all ic recordings on both carto and ep recording systems. The carto 3 system associated with the reported incident was inspected by bwi service engineer. The backplane card was replaced and then the corresponding functional tests were performed. System found ready for use. The defective backplane was sent to the manufacturing site. The card failed diodes d1000 and d3 causing the reported problem. The card was sent to the subcontractor for repair/ upgrade. The device history record review was also performed. No anomalies were noted in manufacturing or service of this device related to this issue. The reported complaint was confirmed.

Event description:
It was reported that during an af ablation procedure, all the ic (intracardial) recordings/ signals are covered by high frequency baseline noise. The noise occurred on all the 12-lead ecgs and all ic recordings on both carto and ep recording systems. The event happened every time the ablation was started. The users disconnected the other catheter but the noise was still present during ablation. The procedure was completed with a celsius thermocool catheter in conventional mode. No patient injury was reported.